Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions to the customer, who successfully reset the pump, resolving the issue. The customer was advised to monitor the device and contact support if the malfunction reoccurs.